Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 6:07 pm with blood glucose 784 mg/dl. Customer woke up and got 600 mg/dl. Customer was hospitalized because of high blood glucose reading and diabetic ketoacidosis. Customer was treated in the emergency room with insulin drip customer cannot recall their blood glucose reading. Customer cannot recall their blood glucose reading at the time of the incident. Customer was wearing the pump at time of hospitalization. The hospital name was camp lejeune. Customer did not complete troubleshooting. Insulin pump will not be returning for analysis.